Event description:
It was reported that during the implant procedure, the pulse generator could not be interrogated. The device was not used and a new device was implanted.

Manufacturer narrative:
Final analysis found that the device lost telemetry when placed beyond 2.0 inches from the radio frequency wand, due to a discrepant rf module.